Manufacturer narrative:
(B)(4).the technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the inspiratory pressure transducer auto-zero solenoid.the customer reported to have followed the tse recommendations and unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had inoperable condition while in use on a patient.the patient was not harmed or injured as a result of the event.